Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) nurses advised that the removable ac power supply was not working during flight but that they had enough battery life to complete the transfer. Nurse advised there was not a death or injury associated with this incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed via phone call that the transport power supply does not function when plugged into an outlet (the fan turns on when the transport power supply works normally). The transport power supply falls outside of contract coverage (due to being an accessory), has no repair options, and is not available for replacement due to not currently being produced by getinge. The transport power supply will not be repaired because we do not repair transport power supplies. The device cleared for clinical use is unknown. Patient involvement was there. Repair is not done by getinge.